Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they received a critical pump error image on the pump screen ¿critical pump error¿ and delivery stopped. Customer advised to discontinue use of the insulin pump and revert to backup plan as per hcp¿s instructions. The insulin pump will be returned for analysis.